Manufacturer narrative:
Ftr# (B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one (1) tri 2.0 sul 60 art xtra thk opened by the account and three (3) tri 2.0 sul 60 art xtra thk sealed in blister packages. Visual inspection noted the first reload had a full complement of staples and a rotated lock ring. Functional evaluation noted that the first reload loaded and fired without issue after the lock ring was rotated back into position. Replication of this condition may occur if the lock ring is inadvertently moved out of position during handling of the device. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a lap sleeve gastrectomy procedure involving the stomach, the scrub tech could not get reload on several powered adapters and powered handles. A different reload was tried and it worked on these handles. After case and upon visual inspection, noticed the black tab on reload was covering the "load." This piece seemed to easily move back and forth. The current status of the patient is good.